Event description:
It was reported that patient experienced loss of stimulation. X-ray was taken and showed that the leads were migrated. High impedance and lead fracture was also noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078892.